Event description:
Oracle ro (B)(4): consistently high flow rate outside of specifications.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering and not consistent to the manufacturing specifications. The investigation found that inaccurate delivery was the cause of the reported problem as the device was out of specification. For corrective action the expulsor was replaced to meet the manufacturing specifications for accuracy. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2110.

Event description:
Additional information received on 01-jun-2022. This issue was found during routine testing and no patient was involved.